Manufacturer narrative:
It was reported that the surgeon did not observe any damage on the packaging or foil. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent achilles repair procedure on (B)(6) 2015 and suture was used. The suture broke and foil seemed not to be tight. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Conclusion code: one representative sample was returned for evaluation. The foil was visually inspected and no damage was observed on the top foil. The bottom foil was examined and one pin mark was noted in the foil caused by a needle point. The sample was then visually and functionally examined for tensile strength and the sample met the requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.